Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states their blood glucose level is over 400mg/dl and rising. The customer was advised that swapping out the device would not assure their levels would be lowered, so the customer was advised to address the high levels. The customer states they will be treating the high levels with manual injection, and then divert back to the pump.